Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional and endoscopic sinus surgery. It was reported that the surgeon went to add another touch point but the error metric increased from 2.2 to 2.3. The surgeon skipped adding any more touch points. There was no impact to patient. It was reported that the surgeon felt inaccurate as well during the case. There was a reported delay to the procedure of less than an hour as a result of the reported issue.

Manufacturer narrative:
The software was analyzed and analysis found that this was a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.